Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is not available.

Event description:
The user facility reported the carrier tube kinked with the involved angio seal device. The following information was provided by the user facility: when the carrier tube was being inserted in the insertion sheath, the carrier tube slightly kinked; the device was not used and was replaced by a new one to continue the procedure; and occurred pretreatment, there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no 1. To provide the evaluation results. The sample was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. With no return of the actual device the exact root cause of the event cannot be determined. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.